Event description:
A pt allegedly fell from a stryker stretcher (model number and serial number unknown) due to a siderail failure. The pt was examined and x-rayed and it was determined that there was no injury. The hosp maintenance staff inspected the stretcher and found nothing wrong with it. Consequently, the hosp did not report the incident to stryker when it occurred.